Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 598 mg/dl on the advantage system compared back to back with a result of lo (less than 10 mg/dl) on the professional meter when testing was performed less than 10 minutes apart. Reporter indicated that the emts were called because she had passed out, and they took her to the hospital where the discrepant results were obtained. Reporter stated she was treated with food and dialysis for her kidneys, then released 1 week later. No other actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.